Manufacturer narrative:
(B)(4). Unable to perform displacement test, sleep current measurement, active current measurement and self test due to blank display noted. Unit received with blank display due to moisture damage at electronic assembly. Unit found moisture damage at motor assembly noted. Unable to verify low battery alarm due to blank display noted.

Event description:
Information received by medtronic indicated that insulin pump had low battery life and also had new battery cap issue. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.